Manufacturer narrative:
[Mw5080760].

Event description:
This event was reported by the pharmacist to FDA as mw5080760. The voluntary medwatch is attached to this report. The pharmacist from an anti-coagulation clinic complained of discrepant inr results for 1 patient tested on an unspecified coaguchek xs professional system compared to an unspecified laboratory method. The result from the meter was 6.1 inr. The result from the laboratory was 3.1 inr. The patient's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.